Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. Date of issue is an approximation. It was reported that the patient was experiencing abnormal behavior and the patient's father called the emergency medical technicians (emt). When the emt arrived, they took a finger stick from the patient and their blood sugar was 26 mg/dl. The emt administered the patient with d10 medication through an intravenous (IV). The patient was transported to the emergency room (ER). The patient stayed in the hospital for 4 days for observation and was released on (B)(6) 2017. At the time of contact, the patient was already discharged from the ER and was in stable conditioning and communicating. There was no allegation against the dexcom system. The patient stated that they were not wearing the device at the time of event. No additional event or patient information is available.